Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data revealed that there was high resistance/impedance. The data showed one patient alert for oot (out of tolerance) subthreshold lead impedance on 28-feb-2013. The weekly pace lead trend data shows a gradual increase for min and max where max ventricular pace bi impedance equaling 798 to 1919 ohms range between (B)(4) 2011 and 21-apr-2013. (B)(4).

Event description:
It was reported that the lead's impedance has gradually risen over the last few months. The capture threshold is noted to have risen as well. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. Additionally, it was later reported that the right ventricular (rv) lead was suspected to be fractured. It was noted that there was a drop in ventricular sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.